Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was exposed to moisture. The customer reported multiple errors alarms on the insulin pump. The customer reported that he was unable to access the menu on the insulin pump. The customer¿s blood glucose was 454 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer reported that he was unable to access the menu on the insulin pump. Troubleshooting was performed. The issue did not resolve due to continuous error alarms. The insulin pump failed self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a39, a21 alarms due to blank display.